Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right hemicolectomy, using the first reload, the surgeon was able to press the green button, squeezed the handle, but no staples could be fired. The second reload could not continue to be fired when it was fired. The reload with a thicker nail height was still unable to be fired. Another reload was used to complete the case. There was no patient injury.